Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone, clonidine and bupivacaine, dose and concentrations not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported the pump was purposely ran dry at the nursing home due to the patient owing money. The patient had been due for a refill. It was also noted that the patient had a concern with the bupivacaine in the pump, the patient has unidentified pain. The patient was prescribed 240mg oxycodone every three hours per day to make up for no meds in the pump. No further information was received as the reporter disconnected the call. No further complications were reported regarding the event.